Manufacturer narrative:
At this time, no further information is available. This report will be updated should pertinent additional information become available.

Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) lead and right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. Proactive maneuvers were performed, and the noise was recreated. Boston scientific technical services (ts) reviewed the data and discussed the reported observations could be due to lead damage and provided troubleshooting options. An x-ray was performed, and the physician didn't see any signs of lead damage. The pacemaker remains in service. No adverse patient effects were reported.